Manufacturer narrative:
The device system was returned from the medical examiner and noted the cause of death as "probably cardiac arrest". Product event summary:the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead was performed. It was noted the setscrew marks on the connector pin were too proximal.

Event description:
It was reported the patient had died. The lv lead had an impedance of >9999 ohms and the rv lead had an impedance of <100 ohms after explant. Lead fracture or insulation integrity not verified. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There was no indication the death was device related; the cause of death has been requested but has not been received.